Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short ventricular to ventricular intervals and noise. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.